Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false positive alinity I total b-hcg result of 280.69 u/l was generated for patient sample ID (B)(6) on (B)(6) 2021. The sample was repeated the same day with a positive result of 362.30 u/l. The same patient was redrawn on (B)(6) 2021 (sample ID (B)(6)) with a negative result of <2.30 u/l. Instrument troubleshooting suggested possible cross-contamination from positive samples due to reagent and sample manager (rsm) misalignment causing splashing. No adverse impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) was dispatched to troubleshoot the issue. The fsr inspected the instrument and confirmed that the rsm and barcode reader had significant serum residue, which suggests possible contamination due to rsm misalignment as initially reported by the customer. The fsr adjusted the load platform assembly which resolved the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.